Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2021 using the cooladvantage+ applicator, coolcore contour and developed paradoxical hyperplasia (pah/ph) after treatment. Patient diagnosed with ph on (B)(6) 2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen in july 2021 and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.